Manufacturer narrative:
Initial reporter not available at the time of filing. No components have been received by the manufacturer at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that after taking a 3d enhanced cranial scan, the system would ¿get hang¿ in between. After a forced restart, the pendant displayed a scrolling bar for motion and ¿get hang¿. Multiple forced restarts were performed and there was no difference in the pendant display. There was no patient present when this issue was identified.

Manufacturer narrative:
The manufacturer representative went to the site to test the imaging system. The reported issue was not confirmed and no parts were replaced. If information is provided in the future, a supplemental report will be issued.